Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that approximately eight days after the catheter was placed in the patient that the hub separated from the catheter. There were no reported adverse effects to the patient.